Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of rbc infusing at 150ml/h was noted to be leaking blood at the distal end connection to a PICC line. There was no patient harm.